Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she was wearing the insulin pump in her stockings prior to the alarm. No further information reported.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.